Event description:
It was reported that the patient's motor stalled. The pump was interrogated and it showed the stall had occurred on (B)(6) 2012 and there was no recovery. It was confirmed that the patient had an MRI that day but did not have her pump checked afterwards. A rotor study was planned at which time a decision would be made to replace the pump. The patient had complained of increased pain but had not gone through what she called "withdrawals." The patient had also been on oral medications. It was later reported that the patient had a motor stall due to an MRI on (B)(6) 2012 with no motor recovery. It was unclear whether two separate motor stalls occurred or just one. It was reported the patient was asymptomatic. The health care professional was unable to successfully telemetry the pump. The device system was used to deliver morphine and saline. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2004. Product type: catheter. (B)(4).